Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients paddle lead may have shifted to the right a little. The patient underwent a lead explant procedure. The explanted paddle lead was not returned.